Event description:
Ous MDR - treatment was a lesion in the tibioperoneal trunk. During release of the stent, the stent jumped and got deployed 2 to 3 cm distal from the intended lesion site.

Manufacturer narrative:
Neither the device nor the angiographic material was provided for technical investigation. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. Therefore it seems likely that the root cause for the complaint event is related to external factors during the procedure. As stated in the corresponding IFU, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.